Manufacturer narrative:
Occupation was lay user/patient. This event occurred in (B)(6).

Event description:
The initial reporter received questionable results from coaguchek xs meter serial number (B)(4). The result at 14:14 was 4.0 inr. The result at 14:15 was 2.6 inr. On (B)(6) 2018 at 22:26, the result was 4.9 inr. The result at 22:29 was 3.5 inr. There was no allegation of an adverse event. The therapeutic range was 2.0-3.0 inr. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. No product could be returned for investigation. No information was provided in the complaint case that would point to a cause for the result discrepancy.